Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Device evaluation summary: the implant was the only component returned for evaluation. The investigation of the returned coil system found the implant's glue bonds in spec, the implant coil broken in the middle section and severely stretched from proximal to distal. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Event description:
It was reported that when the physician attempted to position the coil in a branch artery from an internal iliac aneurysm, the implant coil broke in the middle. The broken implant coil was then withdrawn using a snare and successfully removed from the patient. The coil was replaced with another coil, which was used without problems to successfully complete the procedure. There was no harm or injury to the patient.